Manufacturer narrative:
(B)(4). It was reported that a patient underwent a primary umbilical hernia repair procedure on (B)(6) 2011 and mesh was used. The patient experienced a hernia recurrence and underwent another procedure on (B)(6) 2011. During the second procedure, the physician noted that the mesh was disintegrated. The mesh was explanted. The physician opined that the cause of the event was due to the mesh being disintegrated and balled up. The current condition of the patient is stable.

Event description:
It was reported that a patient underwent a umbilical hernia repair procedure on (B)(6) 2011 and mesh was used. Upon examination, the surgeon noted a unresolved umbilical hernia. The surgeon noted that the mesh was disintegrated. No further information is available at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4) - hernia recurred. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.